Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the customer experienced high blood glucose level of 490 mg/dl. Customer had to always changed sets and reservoir first or second days. She talked about this problem with her doctor. There was no problem about her total insulin unit. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose by changing site. Customer did high pressure test and displacement test and both tests were pass. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.